Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that when taking a scan, artifacts were appearing on the image. Site attempted multiple scans. Representative recommended to site that rad calibration be performed. Patient was present. There was unknown surgical delay and impact on patient outcome. Additional information was received stating that the reported issue caused a 20 minute delay to the case. There was no reported impact.dditional information received "medtronic received information regarding an imaging system being used l3-4-5 fusion and transforaminal lumbar interbody fusion (tlif).additional information received as "issue occurred perioperatively".

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H3,h6): manufacturing representative went to the site to test the system,notified by customer of the issue; recommended that they perform gain cal and then test the system; inspected system; reviewed images that had the issue but was unable to duplicate issue myself; performed system checkout; system fully functional codes:b01,c19,d0302. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.